Event description:
It was reported the implantable neurostimulator (ins) had undergone a power on reset. Communication with the ins was not possible with either the clinician or patient programmer. No x-ray of the ins had been taken. In addition, the patient reported pain at the device pocket. The ins was potentially going to be needed to be reseated for the pain issue, although the ins was not able to be turned off to assess if stimulation or position was the issue. It was also stated that it ¿would seem the patient would need to go to the operating room¿ and an x-ray may be taken at that point. The patient¿s symptoms were indicated to be well controlled and they had good efficacy. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).